Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Requested return of the alleged device and replacement was sent.